Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 at 10:52am, the patient was in the garden when he collapsed due to hypoglycemia and experienced a seizure in front of his friend. It was reported that during this time, the cgm was displaying a sensor error which and the patient did not receive an alert. Emergency medical services was called, and glucagon was administered by the patient¿s sister while waiting for ems. The patient was transported to the hospital; no other details about the event or medical intervention were provided. The patient was released and has recovered. At the time of the report, the patient was feeling fine. Per documentation, the patient reported a sensor error occurred and he didn¿t receive an alert for a low bg. The event occurred the day after the sensor had been inserted into the abdomen. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient's sister reported that the patient experienced a hypoglycemic event allegedly caused by sensor error while using the dexcom g6 cgm system. According to the reporter, while the patient was camping in his backyard with his friends on (B)(6) 2022, he received intermittent no readings alerts for several instances of sensor error. One of the patient's friends heard the patient's no readings alert sound off and woke him to see if he was alright. The patient checked his cgm and saw that his values were not indicative of hypoglycemia. Additionally, each episode of sensor error was reportedly brief, with readings returning within five to ten minutes each time. Thus, the patient did not think it necessary to monitor his blood sugar with a bg meter during this time. Some time later, however, the patient received another alert, this time for low glucose levels. After receiving this alert, the patient reportedly stood up, walked towards his house, and then lost consciousness as soon as he stepped inside his home, collapsing to the floor as a result. The patient then suffered a seizure. The time was approximately 10:52 pm. The reporter noticed during this time that the patient's cgm was displaying 3.3 mmol/l. The reporter, who is a nurse, responded by administering a glucagon pen injection to the patient and calling for an ambulance. The patient was then taken to a hospital for further care. However, the patient felt that the care he was receiving at the hospital was inadequate so he elected to be discharged after fully regaining consciousness at approximately 2:00 am on (B)(6) 2022. At the time of contact later that day, the patient was reported to be back at work and feeling well again. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).